Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and it was confirmed through xray. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.